Event description:
Reportedly, when device pacing was initiated, there were pacing spikes displayed on the central monitor, and the patient complained of discomfort consistent with external pacing stimulus, but no spikes were seen on the device display. The patient was resuscitated. The facility reported there were no adverse affects to the patient resulting from the discrepancy.